Event description:
The clinician reports the implant was inserted 2023-(B)(6) in ada 2. Details of surgery: implant surface not completely covered with bone. On 2023-(B)(6), loss of osseointegration was verified. Patient presented with bone type iii and inadequate bone quality/quantity. The device was forwarded to the manufacturer. At the event the patient experienced: mobility. No further patient complications were reported.